Manufacturer narrative:
(B)(4). The pump delivered morphine and ropivicaine. Analysis revealed the pump motor had gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned to be disposed as it had reached the elective replacement indicator (eri) and reported as functioning normally. There was no reported product malfunction or patient symptom or adverse event. The patient was continuing to do well with his therapy as he had been since his original implant. However, analysis revealed an anomaly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.